Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review could not be completed because no lot number was provided. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the formula was not flowing through tubing. They stated that the tubing was kinked and would not infuse. The initial reporter did not indicate that the patient had experienced any adverse effects, however, they also didn't provide any other information. (B)(4).